Event description:
As reported by the sales rep per the user facility: when nurse discarded stylet in sharps container, small part of the tip was not covered and she stuck her hand with the stylet. Followed facility protocol for needle stick. No sample available. Add'l info was not provided by the facility after several attempts were made requesting add'l info.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc gudelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR.